Event description:
Upon scheduled removal of iskd device it was noted to have failed to fully lengthen by 6 mm and the collar over the device magnet had broken off. Please reference mw1032512.

Event description:
Add'l info rec'd from MFR 1/12/2005: a medwatch report was not filed for this event. The reported complaint "upon scheduled removal of iskd device, it was noted to have failed to fully lengthen by 6mm and the collar over the device magnet had broken off and was missing" did not meet the definition a reportable event per orthofix MDR complaint handling sop and the MDR regulations. With regard to this event, it should be noted that the surgeon considered the pt to have successfully completed the lengthening process based upon examination and x-rays and scheduled the removal of the device. It was noticed after removal that the device had a remaining 6mm that it could have distracted. Reasons for the distraction to stop include consolidation of the bone or pt inactivity however, it should be noted that in this case, 6mm is not clinically significant. There is no evidence suggesting that the device malfunctioned thus preventing the final 6mm of distraction. While the missing collar is being considered a device malfunction, it is not likely to cause or contribute to a serious injury were the event to recur.